Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2017-feb-03 from a manufacturer representative (rep) reported symptoms seemed to have started on (B)(6) 2017. It was noted patient woke up with pain in the back and it was swollen. A couple days before that the patient felt sore. It was noted patient woke up with the worst headache, could not stand up, could not feel legs, and could not move legs. Patient was admitted to the hospital, and healthcare professional (hcp) tested fluid. The next morning patient could move legs a little bit, but could not feel them. The first couple of days the patient had pain and trouble sleeping. Patient was administered vancomycin and another antibiotic medication. Patient was given antibiotics around the clock in case of infection. Patient was prescribed antibiotics for 30 days (home administration) and given intravenous (IV) pain medicine in the hospital. It was noted patient felt pain shoot down from head to heels. Patient was given heat patches to help with comfort in back area. Patient had hip pain from laying in bed. Approximately 3 days later swelling was going down and feeling was coming back in the legs. Pressure in back had subsided. Patient has had spinal headaches since (B)(6) 2017. Patient fell on the way to the hospital ((B)(6) 2017; patient was admitted to the hospital a second time on (B)(6) 2017). Patient had increased pain from the fall, and patient fell again last night ((B)(6) 2017). It was noted patient has multiple sclerosis (ms) and vascular necrosis neuropathy from knee down. Orthopaedic surgeon suggested double knee replacement, and may also need hip replacements from vascular necrosis. It was noted the patient's legs give out on the patient. Patient saw hcp in the office on (B)(6) 2017. Fluid in the pocket site was tested two times and nothing grew in the cultures per patient's husband. Patient and husband suspect a leak, either a cerebrospinal fluid (csf) or pump. It was unknown for sure what the fluid was. On (B)(6) 2017 patient reported that the fluid seemed to have returned; patient felt pressure in back and pocket which the patient felt to be from return of the fluid. It was reported that patient's husband thought patient was getting some medicine from the pump and that it has been helping. Patient was advised to check-in with hcp office regarding next steps. On (B)(6) 2017 rep spoke with hcp and medical secretary regarding the new information (return of fluid) with approval from the patient. Hcp scheduled the patient for revision surgery, date of which is to be determined. Patient's low reservoir alarm date is (B)(6) 2017, and hcp has been made aware. It was later reported who the initial reporter was. Information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional indicated that the patient's revision surgery had been canceled due to an infection urinary tract infection (uti). The patient's pump was alarming and upon interrogation it was found that the pump reservoir was at 0.0 ml volume, the doctor preferred not to refill the pump/puncture the site until the pocket is revised, the alarms were silenced by the health care professional and patient was due to be rescheduled for pump/pocket revision as soon as possible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving 2 m g/ml dilaudid at 2.25 mg/day via a pump implanted for non-malignant pain. It was reported that on (B)(6) 2017 the patient experienced swelling and pain. The patient was swollen at the spine and had a severe headache. It was noted that the event occurred during post-op. The pump logs were read, and no issue was detected. It was noted that the physician suspected an infection. No environmental factors were reported that may have led to the issue. The health care professional decreased the patient's daily dose by 10 percent. It was unknown what actions or interventions were taken. The issue was not considered resolved. Additional information was received from a consumer on (B)(6) 2016. It was reported that the pump was implanted on (B)(6) 2016. From (B)(6) 2017, the patient had been in the hospital because the patient had a fever, headache, and ¿big baseball size¿ on the inside and outside on her back a little lower then where the catheter was located. The patient had lost sensation in both of her legs. The medication was lowered (was at a dose of 2.75 mg/day) and the patient was put in a drug induced coma to try and resolve the issues. They were taking liquid out to try and relieve the pressure that was causing the patient to lose sensation in her legs. The patient didn¿t know the representative that came out as she was not coherent. The patient was sent home with and intravenous (IV) of vancomycin. The patient was also on the IV in the hospital. The patient was being treated for an infection because her white blood cell count was high. They weren¿t told what the infection was, but that she was being treated for an infection with antibiotics. On (B)(6) 2017, the patient was due for a pump refill. Yellow amber colored stuff came out around the pump and they got 100 ccs out at the pump site. They didn¿t want to refill it because of the stuff that came out thinking it may be an infection, but did refill the pump because the patient was beeping that day. The patient went back to the hospital after being refilled because of the amber colored stuff that came out and was told it was serious. The patient followed up with infectious disease healthcare provider (hcp) who was monitoring the patient¿s antibiotics. The patient was given a second antibiotic. A sample was taken and was currently being tested. The patient was told it could be spinal fluid, the pain pump could possibly be leaking, could be medication, etc.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) explanted: (B)(6) 2017 product type catheter corrected information: device codes (B)(4) and (B)(4) are not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-jun-2017 and it was reported that the pump and catheter were being explanted today due to infection. The patient had continued to benefit from the pump so may be implanted again in the future several months after the infection cleared up. The pump setting at the time of the report was hydromorphone (10mg/ml at 3.001 mg/day) and bupivacaine (10 mg/ml at 3.001 mg/day). No further patient complications have been reported as a result of this event.